Event description:
Boston scientific crm received information that this patient is not pacemaker dependant, yet has had episodes where he will pass out for a few seconds.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the reported clinical observations with the caller. The caller was inquiring about turning on the sudden brady response (sbr) feature on the pacemaker. It is unknown if the episodes are related to a device issue. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.